Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer passed away at home. The cause of death was heart failure. The caller stated that the customer had no other illnesses that may have led to the customer's passing. The customer¿s blood glucose was over 300 mg/dl before the time of death. The reason for the customer's high was unknown and the customer with their spouse were unable to control the customer's blood glucose using pump boluses. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller had earlier stated that the customer died in part because the pump was not injecting insulin. The customer was too confused to recognize the problem and use his self administered insulin. The caller declined to return the insulin pump for analysis.